Event description:
This report summarizes one malfunction. A review of the reported information indicated that model, 5f060803c, vascular stent, allegedly failed to deploy and misfired. This information was received from a single source. This malfunction involved a (B)(6) year old male patient weighing (B)(6) kgs, with no reported patient consequences.